Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It is reported that on an unknown date, patient was in the or for surgery after suffering from a subtrochantric fracture. Surgeon originally tried placing a tfn nail in patient, but due to poor reduction surgeon was unable to implant the nail. The surgeon chose to implant dhs screws and plate. After initial surgery, patient contacted another doctor. X-rays were taken post operatively, on an unknown date. Patient returned to the or on (B)(6) 2013 for revision surgery. At this time, surgeon removed the dhs screws and plate and implanted a tfn nail. The number of screws removed is unknown. This report is for the plate. This is 2 of 2 reports for this event.